Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 29 mg/dl. She drank juices to treat her low blood glucose level. The customer stated she had problems programming her insulin pump and took all the insulin in her reservoir. The customer was assisted in programming her insulin pump. The product is not being returned. Nothing further was reported.